Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis several times in the past week. It was also reported that the customer was in the hospital for an infection in her pancreas, which it may have caused the diabetes ketoacidoses. It was stated that the customer has been on her insulin pump since the event, and she has been doing fine and declined to troubleshoot the device. No further info was provided.